Event description:
The manufacturer received information alleging issues with a dreamstation auto CPAP device that the patient reporting the following: respiratory tract irritation, dizziness, headache, asthma (new or worsening) and lung disease (unspecified). The manufacturer was made aware of this complaint through a representative of the customer. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging issues with a dreamstation auto CPAP device that the patient reporting the following: respiratory tract irritation, dizziness, headache, asthma (new or worsening) and lung disease (unspecified). The manufacturer was made aware of this complaint through a representative of the customer. Medical intervention was not specified. The device was returned to third party service center and evaluated. Evaluation result stated that foam particles were not observed.